Manufacturer narrative:
The insulin pump passed functional testing including operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with worn faded address serial number label, cracked battery tube threads, broken belt clip slot, stained end cap sticker, cracked case at display window corner, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they tried to bolus but they could not get their insulin pump to deliver. The customer's blood glucose level was 150 mg/dl. Troubleshooting was performed on the insulin pump. The insulin did not exit during the 5.0 unit fixed prime test. The insulin pump did not alarm with no reservoir. No beeps were heard after the manual prime test. The customer was advised that the device would be replaced and agreed to return the product for analysis.